Manufacturer narrative:
Device evaluated by MFR: received for analysis was the delivery device with the stent dislodged from the balloon and partially inserted through the stent protector. An examination of the exposed section of stent found that it was partially compressed. An examination of the stent protector identified no anomalies. The actual stent could be removed from the protector with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent was missing from the stent delivery system (sds). During preparation for the veriflex 4.00x8mm sds, the stent was found on the protector sheath. The protector sheath was found inside the hoop. The procedure was completed with another device. The patient condition was listed as "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent was missing from the stent delivery system (sds). During preparation for the veriflex 4.00x8mm sds, the stent was found on the protector sheath. The protector sheath was found inside the hoop. The procedure was completed with another device. The patient condition was listed as "good".